Event description:
Caller reported experiencing a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to perform a pump reset, which resolved the error as the pump did not display the code again, and the caller successfully started a new sensor session.